Manufacturer narrative:
Exact date of event is unknown; event reportedly occurred in 2019. This report is for an unknown quantity of unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon removed a variable angle (va) locking distal radius plate from a patient with a fracture that was not healing. The plate was malpositioned; the surgeon stated that he did not put the plate distal enough. The surgeon stated that plate and screw construct he used was not appropriate for this fracture since it was so distal. A non-synthes plate was used after the removal. The original date of the implant was on (B)(6) 2019. It is unknown if there was a surgical delay. Procedure outcome and patient consequence was unknown. This report is for an unknown quantity of unknown cortex screws. This is report 3 of 3 for (B)(4).